Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.